Manufacturer narrative:
(B)(4). The unit was evaluated by philips and the symptoms were verified. The control pca and power supply were replaced to resolve the reported issues.

Event description:
The customer reported the unit was not charging the battery and there was no display. There was no report of pt involvement.